Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat vaginal prolapse, rectocele, and urinary incontinence. It was reported that following the procedure the patient experienced severe pain, bleeding, urinary incontinence, dyspareunia, and inability to stand for a long period of time. It was reported that the patient underwent thyroid surgery in 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information was provided. (B)(4).